Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image static during installation of an olympus flex deflectable videoscope. There was no patient involvement.